Event description:
It was reported from the us that during a functional check before an orthopedic surgery the hex screwdriver tip was found to be damaged/broken. The instrument was replaced. There was no patient involvement. There was no delay to surgery or patient adverse event. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified). The fracture surface appears consistent with applying a bending moment to the tip of the screwdriver causing brittle fracture of the hex tip. All other aspects of the device appear unremarkable. Design-related -the design of the gps 3.5mm hex screwdriver has been in the field since 2010. Exactech is not aware of any other complaint reports involving this device due to tip fracture since the design was updated in 2013. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot. Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the risk management report. The broken device reported was likely the result of applying a bending moment with the tip of the device engaged, which led to fracture initiation, propagation, and ultimate fracture of the hex tip. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact.